Event description:
It was reported from a physician that a vns patient had passed away. The cause of death was reportedly probable sudep. The physician indicated he did not believe the death was related to vns. A review of the manufacturing record for the patient's implanted device confirmed it had passed all quality inspections prior to release for distribution. A review of the available programming history indicated that the generator had likely depleted due to normal battery depletion prior to the patient passing away. The patient was buried with the device still implanted.